Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump battery was fluctuating. Additionally, the pump would not charge with the wall adapter. Customer's blood glucose was 214 mg/dl. Customer used a new wall adapter to charge the pump.